Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels. Reportedly, the customer "felt low", and did not provide a bg value. The cause for low bg levels was unknown. Customer addressed low bg levels with carbohydrates. Recommendation was made to discuss diabetes management with customer's health care professional.